Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one year ago. It was reported that the pre-operative CT shows proximal neck conical 23-26 mm in diameter with moderate aortic neck angulation (approx 60 degrees) 15 mm in length 79 mm aaa 13 mm iliacs bilateral with good access vessels. The one year follow up CT demonstrated that the anterior aspect of the device was at the lowest renal but the posterior segment of the device was 20mm lower, with only about 5mm of apposition in the aortic neck, good seal was evident. Angiogram done today under 30 degrees cranial caudal angulation and was quite evident the device was 11mm from the lowest left renal artery, the device was placed there originally as the physician did not adjust for parallax. The patient's aneurysm was large and the physician was concerned that if the 5mm of apposition did not hold the patient could develop a type I endoleak. The physician elected to be proactive and implanted an aortic cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: moderate aortic neck angulation, approx 60 degrees. Grafts were inaccurately delivered by the user. Conclusion: moderate aortic neck angulation, approx 60 degrees. Grafts were inaccurately delivered by the user. Secondary intervention required.